Event description:
While opening supplies for procedure a small hole was noted in the bottom of total knee pack. Pack removed from room and new items obtained. No delay in procedure. Pack ref# sop12knmfm, lot # 287754, exp date: [redacted date].